Manufacturer narrative:
Catalog: 442020. Batch no.: 3145901. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that during use with the bd bactec¿ peds plus¿/ f culture vials (plastic), 7 molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: lot # 3145901 had 7 molecular fps. Customer unable to provide specifics for each occurrence. Some cultures grew e. Coli, some staph spp., some strep spp. No cultures grew c. Tropicalis and no yeast was seen on gram stain issue began in september - no exact date available discrepant results were not reported to physicians customer reports that only e. Coli grew in culture.

Event description:
It was reported that during use with the bd bactec¿ peds plus¿/ f culture vials (plastic), 7 molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: lot # 3145901 had 7 molecular fps. Customer unable to provide specifics for each occurrence. Some cultures grew e. Coli, some staph spp., some strep spp. No cultures grew c. Tropicalis and no yeast was seen on gram stain issue began in september - no exact date available discrepant results were not reported to physicians customer reports that only e. Coli grew in culture.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.